Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause for the ins shutting itself off was not determined. The data file had been sent. The information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs therapy indications. It was reported that they were hooked to a heart monitor for 2 days, and after being on the heart monitor for about 2 hours, their ins shut off itself. They were able to turn the ins back on, but they weren't sure if the healthcare provider (hcp) had turned off deep brain stimulation (dbs) for a test or why it had been off. Additional information received from a consumer indicated the patient reported to the manufacturing representative (rep) that on (B)(6) 2019, their device was turned off after being sent home with EKG monitor. The rep interrogated the ins today on (B)(6) 2019. The last six charging stats looked good, but did not cover back to june 11th. On june 11th the usage was 72% and day before about 60%. A mdt file was created to be sent along with a session report for further evaluation. It was noted the ins and therapy were working fine for the patient, it was just unknown what happened on (B)(6) 2019. It was also noted there was a return of symptoms later that day following the appointment for the EKG monitor. The issue had been resolved. No further complications were reported or anticipated with this event.